Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / uterine foreign body/ device migration'), fallopian tube perforation ('migration of device (right coil was noted to be superficial) / the coil was superficial and visible through the serosa of the fallopian tube on the right side'), deep vein thrombosis ('blood or heart disorder/condition type: dvt lower extremity/(blood clot in leg)') and appendicitis ('appendix inflamed and removed') in a 42-year-old female patient who had essure (batch no. 20183089,646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included obesity and anxiety. Concomitant products included oral contraceptive nos from 1986 to 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant), inflammation ("autoimmune disorder type of disorder: inflammatory issues"), female sexual dysfunction ("(inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iritis ("vision/eye problems type: iritis") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: menopause"), arthralgia ("joint pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain/ abdomen") and loss of libido ("no libido"). The patient was treated with rivaroxaban (xarelto) and surgery (salpingectomy (bilateral removal of fallopian tubes), removal of essure coils, salpingectomy (bilateral removal of fallopian tubes), removal of essure coils and appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, deep vein thrombosis, appendicitis, inflammation, female sexual dysfunction, allergy to metals, dyspareunia, fatigue, menopause, migraine, headache, depression, iritis, dysmenorrhoea, arthralgia and back pain outcome was unknown and the weight increased, abdominal pain and loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, appendicitis, arthralgia, back pain, deep vein thrombosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, inflammation, iritis, loss of libido, menopause, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 162 lbs. 0930710003, 0700439029-not valid. Had apparently 5 coils on her left side and 1 coil on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - in december 2009: total bilateral occlusion. Lot number: 0700439029-not valid, 20183089, 646531. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Reporter information, medical history, lot number, expiration date added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("migration of device (right coil was noted to be superficial) / the coil was superficial and visible through the serosa of the fallopian tube on the right side"), deep vein thrombosis ("blood or heart disorder/condition type: dvt lower extremity/(blood clot in leg)") and appendicitis ("appendix inflamed and removed") in an adult female patient who had essure (batch no. 0930710003, 0700439029-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced inflammation ("autoimmune disorder type of disorder: inflammatory issues"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), iritis ("vision/eye problems- iritis") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), female sexual dysfunction ("(inability to have sexual intercourse)"), fatigue ("fatigue"), menopause ("hormonal changes describe: menopause"), headache ("headaches"), arthralgia ("joint pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain/ abdomen") and loss of libido ("no libido"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), removal of essure coils, alpingectomy (bilateral removal of fallopian tubes), removal of essure coils and appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, deep vein thrombosis, appendicitis, inflammation, female sexual dysfunction, allergy to metals, dyspareunia, fatigue, menopause, migraine, headache, depression, iritis, dysmenorrhoea, arthralgia and back pain outcome was unknown and the weight increased, abdominal pain and loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, appendicitis, arthralgia, back pain, deep vein thrombosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, inflammation, iritis, loss of libido, menopause, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: current weight (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid) incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / uterine foreign body/ device migration'), fallopian tube perforation ('migration of device (right coil was noted to be superficial) / the coil was superficial and visible through the serosa of the fallopian tube on the right side'), deep vein thrombosis ('blood or heart disorder/condition type: dvt lower extremity/(blood clot in leg)') and appendicitis ('appendix inflamed and removed') in a 42-year-old female patient who had essure (batch no. 20183089,646531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included obesity and anxiety. Concomitant products included oral contraceptive nos from 1986 to 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced appendicitis (seriousness criterion medically significant), inflammation ("autoimmune disorder type of disorder: inflammatory issues"), female sexual dysfunction ("(inability to have sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dyspareunia ("dyspareunia (painful sexual intercourse)"), iritis ("vision/eye problems type: iritis") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced deep vein thrombosis (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"), 5 years 4 months after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menopause ("hormonal changes describe: menopause"), arthralgia ("joint pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain/ abdomen") and loss of libido ("no libido"). The patient was treated with rivaroxaban (xarelto) and surgery (salpingectomy (bilateral removal of fallopian tubes), removal of essure coils, salpingectomy (bilateral removal of fallopian tubes), removal of essure coils and appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, deep vein thrombosis, appendicitis, inflammation, female sexual dysfunction, allergy to metals, dyspareunia, fatigue, menopause, migraine, headache, depression, iritis, dysmenorrhoea, arthralgia and back pain outcome was unknown and the weight increased, abdominal pain and loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, appendicitis, arthralgia, back pain, deep vein thrombosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, inflammation, iritis, loss of libido, menopause, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: current weight 162 lbs. 0930710003, 0700439029-not valid. Had apparently 5 coils on her left side and 1 coil on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - in december 2009: total bilateral occlusion. Lot number: 0700439029-not valid. Lot number: 20183089, manufacture date: 2009-06, expiration date: 2012-06. Lot number: 646531, manufacture date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("migration of device (right coil was noted to be superficial) / the coil was superficial and visible through the serosa of the fallopian tube on the right side"), deep vein thrombosis ("blood or heart disorder/condition type: dvt lower extremity/(blood clot in leg)") and appendicitis ("appendix inflamed and removed") in an adult female patient who had essure (batch no. 0930710003, 0700439029) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced inflammation ("autoimmune disorder type of disorder: inflammatory issues"), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), depression ("psychological or psychiatric problems condition: depression"), iritis ("vision/eye problems- iritis") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), appendicitis (seriousness criterion medically significant), female sexual dysfunction ("(inability to have sexual intercourse)"), fatigue ("fatigue"), menopause ("hormonal changes describe: menopause"), headache ("headaches"), arthralgia ("joint pain"), back pain ("lower back pain"), abdominal pain ("abdominal pain/ abdomen") and loss of libido ("no libido"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), removal of essure coils, salpingectomy (bilateral removal of fallopian tubes), removal of essure coils and appendectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, deep vein thrombosis, appendicitis, inflammation, female sexual dysfunction, allergy to metals, dyspareunia, fatigue, menopause, migraine, headache, depression, iritis, dysmenorrhoea, arthralgia and back pain outcome was unknown and the weight increased, abdominal pain and loss of libido was resolving. The reporter considered abdominal pain, allergy to metals, appendicitis, arthralgia, back pain, deep vein thrombosis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, inflammation, iritis, loss of libido, menopause, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs and mr received- previously reported event "injury to herself " updated to "nickel allergy", events- ¿ apareunia, inflammation nos, thrombosis of leg deep venous, dyspareunia, fatigue, menopause, migraines, headaches, device expulsion, clubbed with uterine perforation, depression, appendicitis, weight gain, iritis, dysmenorrhea, joint pain, low back pain, abdominal pain/ abdomen, lack of libido, migration of device (right coil was noted to be superficial) / the coil was superficial and visible through the serosa of the fallopian tube on the right side)¿, lot number, reporter information, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.